Manufacturer narrative:
H10: manufacturing review: as the lot number was provided, a lot history record review was completed. Based on the lot history review, this is the only complaint reported for this lot. Therefore, a device history record review is not required. Investigation summary: based on the investigation of the returned delivery system it was confirmed that a guidewire insertion was not possible. The delivery system was found with a kink including a break at the kink axis which made a guidewire insertion impossible during evaluation testing. It was concluded that a kink was present, that led to break and guidewire insertion failure before insertion. An indication for a manufacturing related issue could not be found. Based on the information available, the investigation is closed with confirmed result for catheter kink. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risk as the IFU states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.', and 'advance the stent system over the guidewire through the introducer sheath. Note: if resistance is met during stent system introduction, the stent system should be withdrawn, and another stent system should be used.'

Event description:
It was reported that during treatment of the right common iliac vein via right femoral vein access, the venous stent delivery system allegedly failed to advance over the guidewire before entering the patient body and a break at the tan catheter junction was found. It was further reported that another venous stent delivery system was used to complete the procedure through the same access site. There was no reported patient contact.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 05/2021).

Event description:
It was reported that during treatment of the right common iliac vein via right femoral vein access, the venous stent delivery system allegedly failed to advance over the guidewire before entering the patient body and a break at the tan catheter junction was found. It was further reported that another venous stent delivery system was used to complete the procedure through the same access site. There was no reported patient contact.